Manufacturer narrative:
(B)(4). The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr for investigation. The et tube was returned without original packaging. Two suction catheters and the swivel assembly were returned in their original packaging. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample has two holes on the white cuff. There is discoloration at both holes. The sample was returned with a white fluid in the white inflation line, but it could not be determined what the white fluid was. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the white pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the white balloon cuff was unable to stay inflated. This process was repeated for the blue balloon cuff, which was able to stay inflated. The et tube was submerged under water and an attempt to inflate both cuffs was made to detect any additional leaks. Upon injection, the et tube leaked from the two holes in the white balloon cuff. These were the same two holes that were observed visually. The blue balloon cuff was able to stay inflated and had no observed leakage. No other defects were found. The reported complaint of cuff leak was confirmed based upon the sample received. The returned et tube was found to have two holes in the white balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the sample observed, no corrective actions can be implemented to further investigate this issue at this time.

Event description:
The complaint is reported as: "on (B)(6) 2020, during product preparation , the doctor found that the cuff was leaking." No patient involvement.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided a video for evaluation. Based on the video the complaint of leaking cuff was confirmed. A verification of the reported failure mode was conducted and 13 devices were taken from current production at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Although the complaint was confirmed, a probable cause could not be determined. The actual sample is needed to perform a proper investigation and to determine a root cause. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "on (B)(6) 2020, during product preparation , the doctor found that the cuff was leaking." No patient involvement.